Event description:
A cardiac resynchronization therapy w/defibrillator (crt-d) system was returned to the manufacturer from a crematory with no information. Further review of the manufacturer's database indicated the patient died approximately seven months post the device system implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death will not be received. Evaluation summary: (B)(4)-the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4)-the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. A visual analysis was performed only. (B)(4)-the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. A visual analysis was performed only. (B)(4)-the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. A visual analysis was performed only.